Manufacturer narrative:
The information provided for the date of this report was incorrect with the initial medwatch report. The correct date had been updated with this report.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test due to prime anomaly.

Event description:
The customer's father reported via phone call that the reservoir compartment, battery compartment and battery cap was damaged. The customer's father reported that the reservoir compartment was not holding the reservoir properly. The customer's father also reported that they were not getting enough insulin from the insulin pump. The customer's blood glucose was 360 mg/dl at the time of incident. The customer's father stated that the blood glucose reached 384 mg/dl and was treated. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.